Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown unknown head lot #: unknown, item #: unknown unknown liner lot #: unknown, item #: unknown unknown stem lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04491 stem, 0001822565 - 2019 - 04492 liner. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records identified periprosthetic fracture of the proximal femur with loose femoral component was noted. There was eccentric position of the femoral head within the cup reflecting liner wear. Minimal lucency at the superior margin of the cup that may represent a small focus of osteolysis was observed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial right hip surgery on an unknown date. Subsequently, the patient has been indicated for a revision due to a periprosthetic fracture of the proximal femur with loose femoral component. There was eccentric position of the femoral head within the cup reflecting liner wear. Minimal lucency at the superior margin of the cup that may represent a small focus of osteolysis was observed. Attempts were made to obtain additional information; however, none was available.